Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of greater than 125 ohms. The shock impedance measurements were then noted to be within normal range. Boston scientific technical services (ts) discussed continued monitoring with the health care professional (hcp). The lead remains in service. No adverse patient effects were reported.